Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked out of the cartridge when a bolus was delivered. In addition, it was reported that a cartridge alarm 9 occurred. Customer loaded a new cartridge to address the issue. There was no reported adverse impact to the customer. Additional information was not provided, and customer declined troubleshooting with tandem technical support.